Event description:
Received user facility medwatch in the mail on 02/2002. Customer states that the banding device could not be induced to deploy. Another 000608 was used to successfully complete the procedure. No reported adverse effect to pt. Customer states in copy of medwatch that due to the deployment issues, there was a procedural delay.